Event description:
It was reported that the lead was explanted due to an impedance increase, with an apparent lead fracture and erosion. No patient complications have been reported as a result of this event.